Event description:
The customer reported the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's field service engineer evaluated the unit while onsite and confirmed the reported problem. The manufacturer's field service engineer reported the power supply was replaced to address the reported problem.

Manufacturer narrative:
The power supply was returned for failure investigation (fi) which determined capacitor c56 was improperly maintaining voltage resulting in current mode regulator u8 being supplied insufficient power. Because the unit alarmed as expected given the nature of the failure, the determination could not be made that the device failed to meet specifications.

Manufacturer narrative:
(B)(4).